Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, generalized illness. (B)(4). Explantation month, day, and year: (B)(6) 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 62-year-old caucasian female patient underwent a primary breast reconstruction procedure with mentor memoryshape breast implant 555cc gel breast prostheses and suffered several unexplained systemic symptoms, including itching, burning sensation, sensitive to touch, bruising, stomach issues, and fatigue. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. Additionally, the patient developed capsular contracture (baker grade unknown) in both of her breast post implantation. As a result, the patient is scheduled to undergo bilateral explantation with no replacement breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 15-jul-2022, mentor received additional information about the event. An updated explantation date of 22-sep-2022 was reported. D6b explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 19-jan-2023, mentor received additional information about the event. An updated explant date of (B)(6) 2022 was reported. On (B)(6) 2023, the patient was diagnosed with baker grade I capsular contracture in the left breast and right breast prosthesis rupture. No baker grade was provided for patient¿s right breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: it was reported that the patient¿s right breast prosthesis ruptured post implantation. Mentor inadvertently did not include this information in the initial report. This report is for the patient's right breast prosthesis. Manufacturer¿s reference number: (B)(4) b1 is product problem: checked. B5 event description: the statement "no device issue such as rupture was reported." Should be removed. H6 medical device problem code: material rupture (a0412).